Event description:
New information received indicated that high capture threshold was seen during the implant.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed, while the reported event of helix mechanism was confirmed. As received, a complete lead was returned in one piece with stylet stuck inside the lead. Visual examination found the helix to be partially extended and clogged with blood/tissue. X-ray examination of the lead noted the inner coil was overtorque inside the connector region. After cleaning, cutting the lead, and applying torque directly to the inner coil, the helix could be extended and retracted. The helix extension length was measured within specification. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant, inadequate measurements were observed. The right ventricular (rv) lead was repositioned multiple times, and an issue with the helix mechanism was noted. Another rv lead was implanted. The patient was stable with no adverse health consequences.